Event description:
It was reported that the filter of a flogard IV solution administration set did not have a vent. This malfunction was identified before use, therefore, there was not patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The original report of a filter without a vent should have stated a "drip chamber" without a vent. It was confirmed that the drip chamber, of the actual sample, was missing an air vent.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual sample and three companion samples were received for evaluation. All samples were visually inspected. The three companion samples were observed to have the correct filter (with an air-vent), however the actual sample was observed to have a filter without an air-vent. The visual inspection confirmed the reported condition. The cause was determined to be an issue with the manufacturing process. As a result, retraining was performed with the operators.